Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had an issue with the cable connection and the cpu was not starting up. This issue would result in a no boot situation. There was no patient injury or death reported.